Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio results in comparison to the laboratory results. Results as follows: date: (B)(6) 2013, inratio inr: 0.9, laboratory inr: 1.5. The time between testing was 30 minutes. Reportedly, the user "milked" the finger after the finger stick. Therapeutic range 2.0-3.0 for pt. There was no reported adverse pt sequela. There was no additional information provided.